Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a z9002 22.5 diopter intraocular lens (iol) was explanted due to the lens slipping. There was no incision enlargement or patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 05/08/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and based on the visual inspection there is no indication of a lens malfunction or lens defect related to the issue reported. The reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaint has been received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.